Manufacturer narrative:
Since no device was returned no eval could be done. The risk of the pedicle screw disassociating post operatively has been identified and mitigated through design controls prior to the marketing of this device. This risk is also listed in the device's instructions for use.

Event description:
The pt came in for a routine follow up and it was discovered that one of the pedicle screws had come apart. There was no pain or discomfort being experienced by the pt and the surgeon was not planning on revising. The original surgery was approximately one month prior to the observation of the disassociation.